Event description:
It was reported that they were unable to aspirate csf (cerebrospinal fluid) through the cap (catheter access port) at new catheter implant even though they were able to get csf flow at every single part of the case. The healthcare provider believed that they didn't flush the contrast from the catheter during milligram) fast enough. It therefore formed a blockage. The entire catheter was replaced. Drug to be delivered via the pump was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter, product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) serial#(B)(4): product type catheter UDI# (B)(4) product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type catheter: conclusion code (B)(4) no longer applies to the event. Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.